Event description:
It was reported that a patient presented in a follow-up clinic with dyspnea, lead dislodgement was observed. The lead was explanted and replaced. The patient was stable during and after the procedure.

Manufacturer narrative:
Correction: section .